Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. Device had minor scratches on lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not responding while trying to deliver a bolus. She removed and reinserted the battery and received a button error alarm. The customer did not recall any significant events leading to the alarm. Blood glucose value was 159 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.